Manufacturer narrative:
Additional information: d9: return date: 17-may-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to refractive surprise. The problem was resolved. Cause of the event is unknown. Reportedly, "before replacing the first lens, the doctor performed lens alignment and rotation in the eye found that the astigmatic axis of the patient's subjective optometry had changed. Therefore, it is suspected that the first lens implanted is an ticl."

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).